Event description:
The reporter had several problems at various stages over the next 3 weeks. She had a day of tingling in the mouth and throat that lasted for several days, pain and tingling at the base of her teeth that was significant but did not last a long. Also had swollen saliva glands. The day following the scan her nose was running like a faucet. Also had difficulty swallowing especially capsules and tablets, shortness of breath and her throat felt swollen. This lasted for about 3 weeks. Also had a problem with muscular control; difficulty walking and lifting objects.